Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shock lead impedance (sli) measurements. The field representative together with the physician reviewed the data and found out gradual rise of sli measurements prior to these high oor sli measurements. Boston scientific technical services (ts) discussed troubleshooting measures and the field representative will talk to the physician. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was obtained and indicated that the patient was brought in for follow-up and no abnormalities were found other than the trend upwards over the last couple of years. The physician intended to monitor the shock impedance. If it continues to rise without plateau, then consider performing commanded shocks. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information received indicates that the shock impedance measurements exceeded 200 ohms, so the patient was brought into the clinic for defibrillation threshold (dft) testing. During the interrogation, the field representative noted that the device displayed a code 1005, indicative of an open circuit condition. Subsequently, this device was explanted and the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.